Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other relevant device(s) are: product ID: evolut fx dcs; product ID: d-evolutfx-34 (lot: 0012402703); product type: 0195-heart valves; non-implantable device. Other medical products in use during the event include: product ID: evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves. Product ID: l-evolutfx-34 (lot: 0012342658); product type: 0195-heart valves; non-implantable device. Product ID: d-evolutfx-34 (lot: 0012470424); product type: 0195-heart valves; non-implantable device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the evfxplus-34, a pre-implant balloon aortic valvuloplasty was performed due to a bicuspid aortic valve. The valve was deployed at a depth of 3mm on the non-coronary cusp (ncc) and 5mm on the left coronary cusp (lcc). Following deployment, the valve dislodged to a depth of at least -5mm on both the ncc and the lcc, which was attributed to patient anatomy. Following the valve dislodgement, a dissection of the ascending aorta and cardiac tamponade were identified. Subsequently, conversion to an open surgery was performed to repair the aortic dissection. The medtronic valve was explanted and replaced with a surgical aortic valve. Additional information was received that a second valve and delivery catheter system (dcs) were attempted to be deployed following the dislodgement of the first valve; however, there was difficulty crossing the dislodged valve in the ascending aorta. By the time the dcs advanced to the annulus, the patient's hemodynamics were unstable due to the cardiac tamponade. Subsequently, the dcs was withdrawn without implanting the second valve, and the procedure was converted to surgery.

Manufacturer narrative:
Updated data: b5. Second paragraph added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the evfxplus-34, a pre-implant balloon aortic valvuloplasty was performed due to a bicuspid aortic valve. The valve was deployed at a depth of 3mm on the non-coronary cusp (ncc) and 5mm on the left coronary cusp (lcc). Following deployment, the valve dislodged to a depth of at least -5mm on both the ncc and the lcc, which was attributed to patient anatomy. Following the valve dislodgement, a dissection of the ascending aorta and cardiac tamponade were identified. Subsequently, conversion to an open surgery was performed to repair the aortic dissection. The medtronic valve was explanted and replaced with a surgical aortic valve.